Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transection of the sigmoid colon in a laparoscopic sigmoid colectomy, a component from the device handle was believed to have fallen off, but not in the patient cavity. The handle would not close or open the jaws of the reload, and the green button was locked in the engaged position. The reload was engaged and pre-fired and would not fire on tissue. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.